Event description:
Information received indicates the bed has no hi/low function. The bed will go into trendelenburg, but will unintentionally go back to the lowest position when the function switch is released.

Manufacturer narrative:
The technician replaced the head hi/low column to repair the bed.

Manufacturer narrative:
The technician replaced the head hi/low column to repair the bed.